Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2014 with the following findings: the audio bolus button cover was detached from the pump; there could not be tested further. Unrelated to the original complaint, the display was discolored. Also unrelated, the pump had no audible sounds when powered on. The audible tone spring contacts were found to be misaligned when the pump cover was removed. Once adjusted, the audible tones returned.